Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor's battery has deteriorated. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the battery is deteriorated. There was reportedly no patient involvement. Results of functional testing indicate that that the battery is deteriorated and caused the functional test to fail. It was determined that this was a malfunction of the battery for which a battery was ordered for replacement. The device remains at the customer site and no further action is warranted at this time.